Event description:
It was reported that the patient passed away on (B)(6) 2020 due to cardiogenic shock and a potential outflow graft thrombosis.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported low flow alarms was confirmed during the evaluation of(B)(6). The pump was returned with the pump cable cut adjacent to the pump end bend relief and the severed portion was not returned. The sealed outflow graft was secured to the pump housing and both the graft and bend relief had been sliced open prior to receipt. The apical cuff was present and secured via the cuff lock. Examination of the pump blood-contacting surfaces found red, tissue-like thrombus within the eye and vanes of the pump rotor, which appeared to have been ingested. Similar thrombus was also found in the distal end of the inflow cannula and within the pump cover. The thrombus would have contributed to the sudden onset of low flows captured in the submitted log files. The examination also found additional depositions in the inflow cannula and outflow graft that appeared consistent with poor surface washing, resulting from the low flows. The evaluation could not conclusively determine the origins of the thrombus. Samples of the depositions were sent to an outside lab for histology. The samples were determined to be fibrin clots comprised of mild amounts of hemorrhage and severe amounts of lamellated fibrin. There was no evidence of organisms to suggest an infection and no organization by fibroblasts. The presence of a predominance of red blood cell membranes was consistent with a clot possibly between two and eight weeks of age. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev c. Lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The alarms and troubleshooting section contains information on all system controller alarms and how to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the cause of the reported low flow alarms was confirmed during the evaluation of (B)(6). The pump was returned with the pump cable cut adjacent to the pump end bend relief and the severed portion was not returned. The sealed outflow graft was secured to the pump housing and both the graft and bend relief had been sliced open prior to receipt. The apical cuff was present and secured via the cuff lock. Examination of the pump blood-contacting surfaces found red, tissue-like thrombus within the eye and vanes of the pump rotor, which appeared to have been ingested. Similar thrombus was also found in the distal end of the inflow cannula and within the pump cover. The thrombus would have contributed to the sudden onset of low flows captured in the submitted log files. The examination also found additional depositions in the inflow cannula and outflow graft that appeared consistent with poor surface washing, resulting from the low flows. The evaluation could not conclusively determine the origins of the thrombus. Samples of the depositions were sent to an outside lab for histology. The samples were determined to be fibrin clots comprised of mild amounts of hemorrhage and severe amounts of lamellated fibrin. There was no evidence of organisms to suggest an infection and no organization by fibroblasts. The presence of a predominance of red blood cell membranes was consistent with a clot possibly between two and eight weeks of age. After cleaning, the pump was reassembled and operated on a mock circulatory loop and functioned as intended in accordance with manufacturing specification. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 lvas IFU rev c. Lists pump thrombosis as an adverse event that may be associated with the use of the hm3 lvas. The patient care and management section provides information regarding anticoagulation, including the recommended inr values. The alarms and troubleshooting section contains information on all system controller alarms and how to resolve them. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was experiencing continuous low flows since midnight but they were not feeling too weak considering that the outflow cannula is connected to the descending aorta. The patient's native heart may contribute to the total flow. CT imaging confirmed that the outflow graft (ofg) is blocked. It was not specified whether the occlusion was thrombus or of another sort. The patient remains stable despite low flows and the plan of care was awaiting further decision.